Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the end of, the coil is embedded in scar at the left corua.") And back pain ("chronic and extreme back pain") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia in 2006, multi gravida in 2006, parity 5 in 2006, allergy to intravenous contrast media (shortness of breath) and endometrial ablation. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included seizure with penicillin. Concurrent conditions included depression, osteoporosis, bipolar disorder, heart disease, unspecified, blood pressure high, uterine fibroid, hemorrhagic ovarian cyst, cervicitis and endometrial metaplasia. Concomitant products included alprazolam (xanax), citalopram, citalopram hydrobromide (celexa), gabapentin, glimepiride, metoprolol, pantoprazole (protonix), perphenazine and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), migraine ("severe migraines"), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), alopecia ("hair loss"), dental caries ("tooth decay") and weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the embedded device, back pain, migraine, pelvic pain, abdominal pain, alopecia, dental caries and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dental caries, embedded device, migraine, pelvic pain and weight increased to be related to essure (ess205). Diagnostic results: (B)(6) 2017, multisequence magnetic resonance imaging of the pelvis: no order intrapelvic mass is seen. The bone narrow signal intensity is diffusely homogeneous. Impression: 1. Bilateral essure devices in place. 2. Enlargement of left uterine wall myometrial fibroid now measuring approximately causing mass effect on the endometrial canal, 3. Left ovarian 2.6 cm complex cystic structure, most consistent with an endometrium versus hemorrhagic cyst. On (B)(6) 2018, surgical pathology report: diagnosis I history chronic pain, intramural leiomyoma. Procedure total abdominal hysterectomy with bilateral salpingectomy. Specimen(s) received uterus, cervix, bilateral tubes. Final pathologic diagnosis: uterus, cervix and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: patchy acute and chronic cervicitis and squamous metaplasia. Scarred endometrium, consistent with history of endometrial ablation. Benign leiomyoma (5 cm). Bilateral unremarkable fallopian tubes. No evidence of malignancy. Gross description labeled uterus, cervix, bilateral tubes. The specimen is a 232 gram uterus, 10 cm. From fundus to ectocervical surface. The corpus is asymmetrical, 7 x 9 x 5.5 cm. The carpus is distorted by a single intramural nodule located in the left lateral uterine wall. The uterine serosa is smooth. The trumpet shaped cervix is 3.5 cm, long and 5 cm, across the vaginal surface, the cervix is white and smooth and surrounds a slit like external cervical 1.5 cm, long. The cervical canal is patent and has a trabeculae lining. The uterine cavity is mostly atretic with only the lower uterine segment partially opened. The remaining cavity site is tissue; the endometrium is less than 0.1 cm. Thick in the lower uterine segment. No endometrium is noted in the remaining cavity site, the myometrium is 2 cm, thick. Within the myometrium is a single discrete white nodule 5 cm, in diameter. The nodule has a white whorled bulging cut surface. The right fallopian tube is intact. Is 8.5 cm. 10 mg, 0.5 cm. In diameter. The serosa is smooth and slightly congested. The fimbria is unremarkable. A metallic coil like device is noted in the proximal right tube extending into the scar tissue at the right cornua, the left fallopian tube is 10 cm , 10 ng, 05 cm. In diameter. The serosa is slightly congested, smooth, and intact. The fimbria is congested, but otherwise unremarkable. In the proximal end of the left tube is a metallic coiled device 3 cm, long. The end of, the coil is embedded in scar at the left corua. Representative sections are submitted in 9 cassettes as follows: 1,,2: cervix 3; :4: endometrium, myometrium, lower uterine segment 5; atretic endometrial scar and upper uterine cavity 6, 7: intramural nodule. Concerning injuries reported in this case the following one/ones were described in patient medical records : embedded device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number tor this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-may-2018: medical records received : event embedded device added. Historical, concomitant condition and concomitant, historical drugs and treatment drugs were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("the end of, the coil is embedded in scar at the left corua."), genital haemorrhage ("abnormal bleeding (general)"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), gastric bypass ("surgery: gastric bypass") and back pain ("chronic and extreme back pain") in a 48-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia in 2006, multi gravida in 2006, parity 5 in 2006, allergy to intravenous contrast media (shortness of breath), endometrial ablation and gastric bypass. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included seizure with penicillin. Concurrent conditions included depression, osteoporosis, bipolar disorder, heart disease, unspecified, blood pressure high, uterine fibroid, hemorrhagic ovarian cyst, cervicitis, endometrial metaplasia and overweight. Concomitant products included cilest (ortho-tri-cyclen lo) from february 2007 to may 2007 for birth control as well as alprazolam (xanax), citalopram, citalopram hydrobromide (celexa), cyclobenzaprine since 2016, gabapentin, glimepiride, metoprolol, pantoprazole (protonix), paracetamol (acetaminophen) since 2002, perphenazine and zolpidem tartrate (ambien). On(B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and the first episode of weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced cardiomegaly ("blood or heart disorder/condition type: heart enlargement"). In march 2010, the patient experienced migraine ("severe migraines/ migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced depression ("hormonal changes describe: depression"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2012, the patient underwent gastric bypass (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced bipolar disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), dental caries ("tooth decay"), the second episode of weight increased ("weight gain"), anxiety ("anxiety"), cardiac disorder ("blood or heart disorder/condition type: heart condition") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with metformin, salbutamol (ventolin), seretide (advair), alprazolam, surgery (total abdominal hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the embedded device, bipolar disorder, gastric bypass, back pain, pelvic pain, abdominal pain, dental caries, anxiety, cardiac disorder, allergy to metals, tooth disorder and cardiomegaly outcome was unknown, the genital haemorrhage, the last episode of weight increased, urinary tract infection, dysmenorrhoea, dyspareunia, fatigue, bladder disorder and urinary tract disorder had resolved and the migraine, alopecia, depression, headache and vaginal discharge was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, cardiac disorder, cardiomegaly, dental caries, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastric bypass, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. (B)(6)2017, multisequence magnetic resonance imaging of the pelvis: no order intrapelvic mass is seen. The bone narrow signal intensity is diffusely homogeneous. Impression: 1. Bilateral essure devices in place. 2. Enlargement of left uterine wall myometrial fibroid now measuring approximately causing mass effect on the endometrial canal, 3. Left ovarian 2.6 cm complex cystic structure, most consistent with an endometrium versus hemorrhagic cyst. 12jan2018, surgical pathology report: diagnosis I history chronic pain, intramural leiomyoma procedure total abdominal hysterectomy with bilateral salpingectomy specimen(s) received uterus, cervix, bilateral tubes final pathologic diagnosis: uterus, cervix and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: patchy acute and chronic cervicitis and squamous metaplasia. Scarred endometrium, consistent with history of endometrial ablation. Benign leiomyoma (5 cm). Bilateral unremarkable fallopian tubes. No evidence of malignancy. Gross description labeled uterus, cervix, bilateral tubes. The specimen is a 232 gram uterus, 10 cm. From fundus to ectocervical surface. The corpus is asymmetrical, 7 x 9 x 5.5 cm. The carpus is distorted by a single intramural nodule located in the left lateral uterine wall. The uterine serosa is smooth. The trumpet shaped cervix is 3.5 cm, long and 5 cm, across the vaginal surface, the cervix is white and smooth and surrounds a slit like external cervical 1.5 cm, long. The cervical canal is patent and has a trabeculae lining. The uterine cavity is mostly atretic with only the lower uterine segment partially opened. The remaining cavity site is tissue; the endometrium is less than 0.1 cm. Thick in the lower uterine segment. No endometrium is noted in the remaining cavity site, the myometrium is 2 cm, thick. Within the myometrium is a single discrete white nodule 5 cm, in diameter. The nodule has a white whorled bulging cut surface. The right fallopian tube is intact. Is 8.5 cm. 10 mg, 0.5 cm. In diameter. The serosa is smooth and slightly congested. The fimbria is unremarkable. A metallic coil like device is noted in the proximal right tube extending into the scar tissue at the right cornua, the left fallopian tube is 10 cm , 10 ng, 05 cm. In diameter. The serosa is slightly congested, smooth, and intact. The fimbria is congested, but otherwise unremarkable. In the proximal end of the left tube is a metallic coiled device 3 cm, long. The end of, the coil is embedded in scar at the left corua. Representative sections are submitted in 9 cassettes as follows: 1,,2: cervix 3; :4: endometrium, myometrium, lower uterine segment 5; atretic endometrial scar and upper uterine cavity 6, 7: intramural nodule current weight was 210 lbs. Concerning injuries reported in this case the following one/ones were described in patient medical records : embedded device, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number tor this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs received. Reporter information added. Event " gastric bypass" was added. Outcome of events " bladder or urinary problems or changes, infections, weight gain, abnormal bleeding, painful sex, fatigue" were updated as recovered. And "vaginal discharge, depression, migraines, headaches, hair loss" were updated as recovering. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the end of, the coil is embedded in scar at the left corua."), genital haemorrhage ("abnormal bleeding (general)"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), gastric bypass ("surgery: gastric bypass"), back pain ("chronic and extreme back pain") and dental caries ("tooth decay") in a 48-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included hernia in 2006, multi gravida in 2006, parity 5 in 2006, allergy to intravenous contrast media (shortness of breath), endometrial ablation, gastric bypass and chronic pain. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included seizure with penicillin. Concurrent conditions included depression, osteoporosis, bipolar disorder, heart disease, unspecified, blood pressure high, uterine fibroid, hemorrhagic ovarian cyst, cervicitis, endometrial metaplasia, overweight, menorrhagia, uterine fibroid, micturition burning, urgency urination, muscle spasms, rectal bleeding, diabetes, blood pressure high, heart disease, unspecified, emphysema, high cholesterol, osteoporosis, paraesthesia of fingers, vulval burning sensation, vaginal itching (admits with some burning), vulvitis and sexually transmitted disease. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo) from (B)(6) 2007 to (B)(6) 2007 for birth control as well as alprazolam (xanax), citalopram, citalopram hydrobromide (celexa), cyclobenzaprine since 2016, gabapentin, glimepiride, metoprolol, pantoprazole (protonix), paracetamol (acetaminophen) since 2002, perphenazine and zolpidem tartrate (ambien). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have the first episode of weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2009, the patient experienced cardiomegaly ("blood or heart disorder/condition type: heart enlargement"). In (B)(6)2010, the patient experienced migraine ("severe migraines/ migraines") and headache ("headaches"). In (B)(6)2010, the patient experienced depression ("hormonal changes describe: depression"). In (B)(6)2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6)2012, the patient underwent gastric bypass (seriousness criterion medically significant). In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient experienced bipolar disorder (seriousness criterion medically significant). In (B)(6)2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), dental caries (seriousness criterion medically significant), anxiety ("anxiety"), cardiac disorder ("blood or heart disorder/condition type: heart condition") and dyspareunia ("dyspareunia (painful sexual intercourse)"), was found to have the second episode of weight increased ("weight gain") and underwent tooth extraction ("several problematic teeth extracted."). The patient was treated with alprazolam, fluticasone propionate;salmeterol xinafoate (advair), metformin, salbutamol and surgery (endometrial ablation, total abdominal hysterectomy with bilateral salpingectomy and several problematic teeth extracted). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the embedded device, bipolar disorder, gastric bypass, back pain, pelvic pain, abdominal pain, dental caries, anxiety, cardiac disorder, allergy to metals, tooth disorder, cardiomegaly and tooth extraction outcome was unknown, the genital haemorrhage, the last episode of weight increased, urinary tract infection, dysmenorrhoea, dyspareunia, fatigue, bladder disorder and urinary tract disorder had resolved and the migraine, alopecia, depression, headache and vaginal discharge was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, cardiac disorder, cardiomegaly, dental caries, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastric bypass, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder, tooth extraction, urinary tract disorder, urinary tract infection, vaginal discharge, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. (B)(6)2017, multisequence magnetic resonance imaging of the pelvis: no order intrapelvic mass is seen. The bone narrow signal intensity is diffusely homogeneous. Impression: 1. Bilateral essure devices in place. 2. Enlargement of left uterine wall myometrial fibroid now measuring approximately causing mass effect on the endometrial canal, 3. Left ovarian 2.6 cm complex cystic structure, most consistent with an endometrium versus hemorrhagic cyst. (B)(6)2018, surgical pathology report: diagnosis I history chronic pain, intramural leiomyoma procedure total abdominal hysterectomy with bilateral salpingectomy specimen(s) received uterus, cervix, bilateral tubes final pathologic diagnosis: uterus, cervix and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: patchy acute and chronic cervicitis and squamous metaplasia. Scarred endometrium, consistent with history of endometrial ablation. Benign leiomyoma (5 cm). Bilateral unremarkable fallopian tubes. No evidence of malignancy. Gross description labeled uterus, cervix, bilateral tubes. The specimen is a 232 gram uterus, 10 cm. From fundus to ectocervical surface. The corpus is asymmetrical, 7 x 9 x 5.5 cm. The carpus is distorted by a single intramural nodule located in the left lateral uterine wall. The uterine serosa is smooth. The trumpet shaped cervix is 3.5 cm, long and 5 cm, across the vaginal surface, the cervix is white and smooth and surrounds a slit like external cervical 1.5 cm, long. The cervical canal is patent and has a trabeculae lining. The uterine cavity is mostly atretic with only the lower uterine segment partially opened. The remaining cavity site is tissue; the endometrium is less than 0.1 cm. Thick in the lower uterine segment. No endometrium is noted in the remaining cavity site, the myometrium is 2 cm, thick. Within the myometrium is a single discrete white nodule 5 cm, in diameter. The nodule has a white whorled bulging cut surface. The right fallopian tube is intact. Is 8.5 cm. 10 mg, 0.5 cm. In diameter. The serosa is smooth and slightly congested. The fimbria is unremarkable. A metallic coil like device is noted in the proximal right tube extending into the scar tissue at the right cornua, the left fallopian tube is 10 cm , 10 ng, 05 cm. In diameter. The serosa is slightly congested, smooth, and intact. The fimbria is congested, but otherwise unremarkable. In the proximal end of the left tube is a metallic coiled device 3 cm, long. The end of, the coil is embedded in scar at the left corua. Representative sections are submitted in 9 cassettes as follows: 1,,2: cervix 3; :4: endometrium, myometrium, lower uterine segment 5; atretic endometrial scar and upper uterine cavity 6, 7: intramural nodule current weight was 210 lbs. Concerning injuries reported in this case the following ones were described in patient medical records : embedded device, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number tor this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-feb-2019: plaintiff fact sheet and mr received: new reporter and event device monitoring procedure not performed, and patient concurrent condition were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the end of, the coil is embedded in scar at the left corua."), genital haemorrhage ("abnormal bleeding (general)") and back pain ("chronic and extreme back pain") in a 48-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia in 2006, multi gravida in 2006, parity 5 in 2006, allergy to intravenous contrast media (shortness of breath), endometrial ablation and gastric bypass. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included seizure with penicillin. Concurrent conditions included depression, osteoporosis, bipolar disorder, heart disease, unspecified, blood pressure high, uterine fibroid, hemorrhagic ovarian cyst, cervicitis, endometrial metaplasia and overweight. Concomitant products included cilest (ortho-tri-cyclen lo) from (B)(6) 2007 to (B)(6) 2007 for birth control as well as alprazolam (xanax), citalopram, citalopram hydrobromide (celexa), cyclobenzaprine since 2016, gabapentin, glimepiride, metoprolol, pantoprazole (protonix), paracetamol (acetaminophen) since 2002, perphenazine and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and the first episode of weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced cardiomegaly ("blood or heart disorder/condition type: heart enlargement"). In (B)(6) 2010, the patient experienced migraine ("severe migraines/ migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced depression ("hormonal changes describe: depression"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain"), dental caries ("tooth decay"), the second episode of weight increased ("weight gain"), anxiety ("anxiety"), cardiac disorder ("blood or heart disorder/condition type: heart condition"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with metformin, salbutamol (ventolin), seretide (advair), alprazolam, surgery (total abdominal hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, back pain, migraine, pelvic pain, abdominal pain, alopecia, dental caries, the last episode of weight increased, depression, urinary tract infection, bipolar disorder, anxiety, headache, cardiac disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, tooth disorder, bladder disorder, urinary tract disorder and cardiomegaly outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bipolar disorder, bladder disorder, cardiac disorder, cardiomegaly, dental caries, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. (B)(6) 2017, multisequence magnetic resonance imaging of the pelvis: no order intrapelvic mass is seen. The bone narrow signal intensity is diffusely homogeneous. Impression: 1. Bilateral essure devices in place. 2. Enlargement of left uterine wall myometrial fibroid now measuring approximately causing mass effect on the endometrial canal, 3. Left ovarian 2.6 cm complex cystic structure, most consistent with an endometrium versus hemorrhagic cyst. (B)(6) 2018, surgical pathology report: diagnosis I history chronic pain, intramural leiomyoma procedure total abdominal hysterectomy with bilateral salpingectomy specimen(s) received uterus, cervix, bilateral tubes final pathologic diagnosis: uterus, cervix and bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: patchy acute and chronic cervicitis and squamous metaplasia. Scarred endometrium, consistent with history of endometrial ablation. Benign leiomyoma (5 cm). Bilateral unremarkable fallopian tubes. No evidence of malignancy. Gross description labeled uterus, cervix, bilateral tubes. The specimen is a 232 gram uterus, 10 cm. From fundus to ectocervical surface. The corpus is asymmetrical, 7 x 9 x 5.5 cm. The carpus is distorted by a single intramural nodule located in the left lateral uterine wall. The uterine serosa is smooth. The trumpet shaped cervix is 3.5 cm, long and 5 cm, across the vaginal surface, the cervix is white and smooth and surrounds a slit like external cervical 1.5 cm, long. The cervical canal is patent and has a trabeculae lining. The uterine cavity is mostly atretic with only the lower uterine segment partially opened. The remaining cavity site is tissue; the endometrium is less than 0.1 cm. Thick in the lower uterine segment. No endometrium is noted in the remaining cavity site, the myometrium is 2 cm, thick. Within the myometrium is a single discrete white nodule 5 cm, in diameter. The nodule has a white whorled bulging cut surface. The right fallopian tube is intact. Is 8.5 cm. 10 mg, 0.5 cm. In diameter. The serosa is smooth and slightly congested. The fimbria is unremarkable. A metallic coil like device is noted in the proximal right tube extending into the scar tissue at the right cornua, the left fallopian tube is 10 cm , 10 ng, 05 cm. In diameter. The serosa is slightly congested, smooth, and intact. The fimbria is congested, but otherwise unremarkable. In the proximal end of the left tube is a metallic coiled device 3 cm, long. The end of, the coil is embedded in scar at the left corua. Representative sections are submitted in 9 cassettes as follows: 1,,2: cervix 3; :4: endometrium, myometrium, lower uterine segment 5; atretic endometrial scar and upper uterine cavity 6, 7: intramural nodule current weight was 210 lbs. Concerning injuries reported in this case the following one/ones were described in patient medical records : embedded device quality-safety evaluation of ptc: sample not available. Since we have no valid lot number tor this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, concomitant disease and concomitant drugs and treatment drugs were added. Updated suspect drug inaction. Added events hormonal changes describe: depression, abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: bipolar disorder /anxiety, bladder or urinary problems or changes, headaches, blood or heart disorder/condition type: heart condition, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain. On (B)(6) 2018, she explanted essure. Updated onset date events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.